Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functionality testing) was confirmed. Upon investigation the monitor was delivering a high energy pulse. The cause for the failure was isolated to a defective component on the defibrillation pca board. The root cause for the defective component could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functionality testing.